Event description:
The fse reported that the system intermittently would not boot up. This would result in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced the encoder circuit board. The system operates as intended.